Event description:
Hill-rom received a report from a hill-rom clinical consultant stating the hilow would self-run up about 4 inches when the bed is lowered to bottom. The bed was located in step down at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the coil cable was bad. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the coil cable and the issue was resolved. Based on this information, no further action is required.